Event description:
It was reported that (1) pro46 was used during a diagnostic lap procedure. It was reported by the rep that the pro46 was inserted and metal ring broke off inside of pt. Opened another device to complete the case. There was no consequence to pt.